Event description:
During procedure, stapler fired normally dial was turned to loosen staple. Gentle rotation of instrument failed to release stapler. Stapler was loosened another qtr turn and again gently wiggled back/forth and tissue did not release. Numerous attempts made to open and close the dial of stapler, no success in releasing tissues. Stapler further opened, and when pulled back, there was immediate release of bowel content into pelvis indicating dehiscence of anastomosis. Stapler removed colostomy performed instead of anastomosis as planned. Diagnosis or reason for use: sigmoid colectomy, repair of fistula. Event abated after use? Yes.